Event description:
Complainant alleged that while attempting to defibrillate a female patient the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please reference medwatch report# 1220908-2006-02760 which is an additional report for this event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.